Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H3, h4, h6: lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Update by (B)(4) on 28.09.2021. The lot# 4l88723 belongs to subcomponent# 3340 part: 3340. Lot: 4l88723. Manufacturing site: bettlach. Release to warehouse date: 30 october 2019. A manufacturing record evaluation was performed for the finished device part: 3340, lot: 4l88723 , and no non-conformances related to malfunction were identified. Visual inspection: the 14.0mm threaded spindle 330mm (p/n 394.41, lot #: 4l88723) was received at us customer quality (cq). Visual inspection showed the external threads were stripped. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection could not be conducted due to post-manufacturing damage. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed as the device was stripped. However, no broken features were observed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck, screwdriver shaft, hammer guide, stardrive screwdriver shaft, cannulated hexagonal screwdriver, threaded rod and universal chuck with t-handle are found broken during the inspection outside the surgery. Patient involvement is unknown. This complaint involves (7) devices. This report is for (1) 14.0mm threaded spindle 330mm. This report is 7 of 8 for (B)(4).